Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 55 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency department with dark bowel movements. The patient¿s stool was hemoccult positive. The hemoglobin was 7.2 g/dl. Anticoagulants at time of the event were aspirin and warfarin. The patient was given packed red blood cells (prbc) and admitted to the hospital. Colonoscopy on (B)(6) 2017 revealed an ulcer in the colon, which was clipped. The patient received 2 additional prbcs and was started on iron infusion. No further drops in hemoglobin were observed. It was reported that the bleed resolved on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.